Event description:
Initially, it was reported that the patient's mother did not feel that vns therapy had made a difference in the patient's seizures. The physician believed that it had and recommended that the vns generator be let run to end of service and assess the patient's seizures. It was later reported that the patient underwent prophylactic generator replacement. It was reported that the explanted generator was discarded in surgery; therefore, no product analysis can be performed. Further follow-up revealed that the physician believed that the patient experienced benefit with vns therapy as evidenced by a worsening in seizures over the past summer. It was reported that the increase was possibly related to the vns being at end of service. It was unknown whether the increase was above the patient's pre-vns baseline frequency, since the physician did not see the patient prior to vns implant. The patient only experienced an increase in her tonic clonic seizures and there were no causal or contributory programming changes, medication changes, or other external factors that preceded the onset of the event.